Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse cleaned dirty wash ports, probes, and mixers. The cse replaced the dirty water tubing. The cse decontaminated the di water bottle. The cse then reviewed the error log and found absorption errors for crea_2 results. The cse ran quality controls and precision for crea_2 and obtained /// marks for absorption and erratic results. All other quality controls were acceptable. The cse changed the reagent, calibrated, reran quality controls and precision for creatinine, resulting within range. The cause of the discordant, falsely low crea_2 result was a contaminated reagent pack. The instrument is performing according to specifications. No further action is required.

Event description:
A discordant, falsely low creatinine_2 (crea_2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, and resulted higher. The sample was then retested twice on an alternate instrument, resulting higher and matching the repeat result obtained on the original instrument. The corrected (repeat) result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea_2 result.